Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. Medical intervention was required as a result of this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.